Event description:
It was reported that during a follow-up, the device was in back up mode and it was not possible to interrogate the device. The device was explanted.

Manufacturer narrative:
A longevity calculation was performed which indicated that the device battery depletion occurred after the expected battery longevity of 2.9 years. The failure analysis concluded that the cause of the backup mode and inability to interrogate was normal battery depletion and thus no malfunction occurred as the device functioned normally through the expected lifetime of the device.